Event description:
A malfunction code was reported by the customer, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information, and the customer successfully reset the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and call back if the issue happened again.